Manufacturer narrative:
Date of event: unknown. No information has been provided. The affected device was received for evaluation. Service history review identified there was no indication that the complaint was related to the current complaint. A visual inspection and functional test were performed, and the customer indicated and confirmed no failure was detected. The pump was found to be operating properly, was in good condition and no physical damage was found. The root cause was attributed to user related issue. As a result, no action was taken.

Event description:
It was reported that the device could not be locked digitally even when it was locked by the key and there was no indicator that the device was locked on the display screen. They tried to start the device but, it exhibited ¿pump not locked¿ and ¿incorrectly inserted cartridge¿ alarms. The device also had a problem with the anesthetic dose which led to the device change. There was no patient involvement.